Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that patient had excessive granular tissue and infection was suspected. It was further noted that the patient had keloids and the physician believed that to have caused excessive granular tissue. The pacing system was explanted. The patient was asymptomatic before, during, and after the case.